Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was oversensing which resulted in pacing inhibition. No changes or interventions have been reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of missing pacing event was confirmed. Based on the information provided, it was determined that the paced event was inhibited due to pacing crosstalk from an atrial pacing event, which was recorded as a sensed event. The device was performing per programmed settings.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was oversensing which resulted in pacing inhibition and a telemetry anomaly was affecting the ventricular pacing markers. No changes or interventions have been reported. The patient was in stable condition.